Event description:
The device was returned for service. During service by baxter, broken doors #1 and #2 were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 22 2007. Evaluation summary:the facility representative reported pump #1 will not infuse at the maximum rate due to downstream occlusion alarm, during bio-med testing. A baxter service technician evaluated the pump and found broken doors #1 and #2. The reported condition of downstream occlusion alarm on pump #1 was caused by broken door #1. The reported condition was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.